Event description:
It was reported that the customer was in the hospital with low blood glucose levels, and the hcp wanted troubleshooting conducted on the insulin pump. Called the customer for more information, and found that he had been to the hospital several times due to low blood glucose levels. The last week of august, (B)(6) 2012 and again (B)(6) 2012. The customer stated that his doctor has him off of insulin pump therapy for now until they can figure out what's going on. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.